Manufacturer narrative:
This report contains a correction to section e. Initial reporter, along with any other relevant fields.

Event description:
This supplemental report is being filed to provide additional information that this device could not be interrogated. An attempt to elicit tones with a magnet was unsuccessful. Technical services reminded the caller that the device had reached end-of-life last year and explant was advised. Technical service suspects is now not functional and, again, advised to explant the product. There were no adverse patient effects. The device remains implanted. It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Device replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Device replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
This report contains a correction to initial reporter, along with any other relevant fields.